Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a smartablate¿ irrigation tubing set and foreign material was seen as the tubing was opaque and there was a white coating inside. The tubing set was replaced and the issue resolved. The procedure was completed with no patient consequence. This tubing set was not used on the patient. This event is MDR reportable because if the foreign material is found inside the tubing, then it can cause embolism or stroke.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/05/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The correct lot number for this complaint is acf92609. In addition, the expiration date was received on 06/20/2017, therefore expiration date and UDI fields of this report were updated accordingly. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a supraventricular tachycardia procedure with a smartablate¿ irrigation tubing set and foreign material was seen as the tubing was opaque and there was a white coating inside. Upon receipt, the product was visually inspected and it was found in normal conditions. Flow test was performed and the product passed all specifications. No error or bubble found in tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to confirmed.